Manufacturer narrative:
(B)(4). The complainant indicated that the device was serviced onsite and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an auriga xl 4007 console was to be used in a procedure performed on (B)(6) 2021. The auriga xl 4007 console displayed system error 1302- "laser power too high" at 8 hertz and 300 millijoules. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was serviced onsite and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an auriga xl 4007 console was to be used in a procedure performed on (B)(6) 2021. The auriga xl 4007 console displayed system error 1302- "laser power too high" at 8 hertz and 300 millijoules. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.